Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 393mg/dl while wearing the pod on her arm for longer than 48 hours. She stated that she did not see the pink slide, indicating the pod did not deploy properly. Treatment included giving corrections then changing the pod.

Manufacturer narrative:
The returned device was evaluated and was received with the pink slide insert visible through the top housing viewing window. The cannula was deployed and needle was retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels. Correction (device available for eval: yes, date returned to mfg: 3/18/2019) the device had been received at the time of initial report. Correction (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.